Manufacturer narrative:
Correction - h6 - the clinical signs and symptoms code in the previous report was incorrect. The symptoms of "chest pain" should not be included.

Event description:
It was reported that a patient complained of shortness of breath and chest pain. It was later discovered via echocardiogram and computed tomography (CT) that the patient¿s right ventricular lead had perforated their pericardium and resulted in pericarditis and a medium effusion. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable.